Event description:
We had an incident where over thirty people had positive strep tests in one day. This seemed odd as most of the individuals were employees or our health center, and there was no reason to believe this was an epidemic of any kind. We performed controls twice on our test kit that day, and it performed normally. However, we decided to back up a number of the positive tests with cultures. These were our results: culture + -, rapid strep + 0 11, rapid strep - 0 5 16, specificity = 5/16 = 31%. The stated specificity of the test is 99% range 97.6, 100% positive predictive value for the test was 0. The MFR is inverness medical. Product code is 6210kca. Test name sp strep a dipstick lot #93914 exp 12/07. They performed three negative controls using retention devices and they all performed normally. I suspect that there is something else going on -- cross reactivity with another antigen perhaps. Clearly there is something wrong with the in vivo performance of this test.